Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the valve is defective. As stated on the repair statement additional malfunction on this device: short circuit in power switch and has no alarm.